Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. One day prior to the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm every 5th day, intraperitoneal, discontinued) and injection ceftazidime (1gm daily, intraperitoneal, discontinued). Pd therapy was ongoing. At the time of this report, the patient recovered from the peritonitis. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.